Event description:
Pt reported, the infusion device display is partial or erroneous and this causes difficulty with correctly reading the letters and numbers. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.